Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Bleeding after a successful clip deployment is consistent with incomplete tissue capture during clip deployment. This type of event can be influenced by but not limited to; relaxing downward pressure or retraction of the device during clip deployment can result in incomplete tissue capture, clip deployment above the artery, failing to raise the device from 45 degree angle to 60 degree to 75 degree prior to clip deployment may result in incomplete tissue capture, or the device was not stabilized with the left hand during clip deployment. Based on the reported information and the inspection criteria the reported bleeding post clip deployment appears to be related to operational influences during use and not a product quality deficiency. A search of the lot history record and for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. In addition a query of the complaint database was performed and there have been no previous incidents reported for continued bleeding after clip deployment for this lot. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an unspecified percutaneous catheterization procedure, arteriotomy closure of the common femoral artery was attempted using the starclose se device. Reportedly, after clip deployment, bleeding continued. With the starclose se device clip remaining in the vessel, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient effects. The physician was reported to have completed training in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.